Manufacturer narrative:
Additional information has been requested but no clarification has been received as of 09/30/2021; therefore, out of an abundance of caution, we are reporting this event because we cannot rule out the possibility that the use of jada caused or contributed to the need to escalate care to a uterine artery embolization. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
It was reported that the jada system was not successful at controlling a hemorrhage in a patient with preeclampsia and hellp syndrome who had a vacuum assisted vaginal delivery due to a suspected placenta abruption. It was reported that the user believed the device was placed properly, the device was evacuating blood from the uterine cavity, and the user observed some bleeding around the cervical seal. It was reported that the patient was in dic and required a uterine artery embolization (uae) to control her hemorrhage. It is not clear if the use of the jada system was initiated for the treatment of abnormal bleeding due to uterine atony or if it was used as a temporizing measure to assist with the treatment of dic.